Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2012 due to the patient developing a cataract. The lens was replaced with an iol. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation method - device history review. Result: the lens has been re-hydrated in bss, of 13.121mm, is at the expected overall length value after complete in-situ hydration. We concluded that the lens was in specifications. (B)(4).

Manufacturer narrative:
Additional information was obtained from the facility that indicated the patient developed an anterior subcapsular cataract in the left eye which was extracted and the iol was explanted on (B)(6) 2012. (B)(6) said according to their records the vault was 40% on (B)(6) 2011, 50% on (B)(6) 2011 and 80% on (B)(6) 2011. (B)(6) also stated the patient has had yag and lasik. (B)(6). The patient came in on (B)(6) 2012 and bcva was 20/20-. We were unable to evaluate the returned lens due to dried up surgical residue on the surface of the lens. Medical review. The icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results - a lens work order search was performed and there were no similar complaints found within the work order.